Event description:
As reported, the patient had an initial left tsa on (B)(6) 2010. The patient presented on (B)(6)2020 and presented with loose symptomatic stem after many years that also progressed to glenoid loosening later. Reported she had fall off scooter 6 months prior.. The patient was revised (B)(6) 2023. The case report form indicates that this event is unlikely related to device, unlikely related to procedure. Outcome: resolution date: (B)(6) 2023.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: a2, h6 - investigation type and conclusion. The following sections were corrected: b5, b7, d1, d4 - catalog# removal, h6 - clinical, component, & investigation finding codes. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may be the result of an insufficient bond between the humeral stem and the bone and/or the glenoid component and the bone, which led to aseptic (non-infected) humeral loosening and anatomic glenoid loosening respectively. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the left side. Subsequently, the patient experienced loose symptomatic stem after many years that also progressed to glenoid loosening later. Reported she had fall off scooter 6 months prior. As a result, approximately 13 years after initial replacement, the patient underwent a left shoulder revision. Patient was revised to a hybrid rtsa. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the humeral stem and the bone and/or the glenoid component and the bone, which led to aseptic (non-infected) humeral loosening and anatomic glenoid loosening respectively. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.